Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed, severely calcified lesion located in the middle left anterior descending (lad) artery. The physician predilated the lesion with a maverick2 balloon 2.50x20mm and attempted to implant a taxus liberte' 2.75x28mm and had difficulties crossing the lesion. After several attempts to cross the lesion, the physician noted small amount of unsmoothness on the stent and the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and status post procedure was stable.

Manufacturer narrative:
A visual and microscopic examination of the device found proximal and distal stent damage. Struts on rows one and two from the distal edge were raised proximally. Struts on rows one to four from the proximal edge were severely misaligned. The damaged sections were measured to have the following approximate diameters: proximal stent damage 1.25mm, distal stent damage 1.35mm, normal stent section 1.10mm. This type of damage is consistent with excessive force being applied to the delivery system. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.